Event description:
It was reported that the patient tried to charge her stimulator the day of the report but was unable to ger her ¿back to charge.¿ when it was interrogated during the report, the stimulator battery was blinking empty to a quarter full. Initially she had 5-7 coupling bars, but then had 8. The recharger appeared to be working as intended. The patient was advised to charge to a full quarter before turning the stimulator back on. The patient also stated she had burning around the implant and the incision, which started the day prior. It had never burned before. The patient had not used stimulation therapy for a week and could tell. Additional information regarding the outcome of the burning feeling was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-45, lot # v060945, implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).